Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor broken. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the needle anomaly due to customer not returning the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the sensor had a missing needle. Customer's blood glucose level was 109 mg/dl at the time of incident. Troubleshooting advised customer on insertion process and technique and that a replacement sensor would be sent to the customer and to return the product for analysis. No further details given.